Manufacturer narrative:
Based on the claim against the product by the customer noting the cleaning flap on the port of the 30 degree endoscope no longer snapped into place, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed, and failure analysis found that the camera instrument adapter was missing a retaining ring or screws. Failure analysis also found a camera instrument adapter friction issue or damage. There was also strain relief on the instrument cable housing. The complaint regarding the cleaning flap on the port of the 30 degree endoscope no longer snaps into place was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The probable root cause of a missing camera instrument adapter (aea) component is attributed to manufacturing. This complaint is considered a reportable event due to the following conclusion: the xi endoscope was found with a missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the cleaning flap on the port of the 30 degree endoscope no longer snapped into place, and the customer could not connect the camera at all. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was detected when the customer unpacked the camera for the operation and checked its function. This camera was not in direct use on the patient. The procedure was completed with a spare endoscope. The customer was not allowed to share the patient data as it was not relevant to the defect of the camera.